Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working and put back into service.

Event description:
The customer reported the system failed to boot up. There are no reports of pt injury or death associated with this event.